Manufacturer narrative:
Upon trouble shooting, when customer confirmed that the device was connected to the processor with an sdi cable, the customer was advised to swap the sdi cable to comp out in the processor to video in in the device; then set the input to video and check for the image. The customer confirmed that the image was now available. The device will not be returned as there was no device malfunction. Supplemental reports will be submitted when any information is available.

Event description:
As reported for this event, during an unknown diagnostic procedure, the device image was intermittent. There is no reported harm to the patient.

Manufacturer narrative:
The device was not returned as it was reported by the customer that the device had no malfunction. However, there is information for the device evaluation based on production records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no known service record for this device.